Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was prepared to be used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that the suture was tied; hence, it could not be attached to the trip wire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture has multiple knots.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture has multiple knots. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that only the ligator head was returned and the suture thread had an extra knot at the loop section, which was consistent with the findings when the ligator head was observed under magnification. No other problems with the device were noted. The reported event of suture had multiple knots in the ligator was confirmed. Upon analysis, it was found that the ligator housing had an additional knot in the pulling loop, additionally, the suture thread and bands were placed well. The shrink wrap has been removed; however, there is not enough evidence to define when it has been removed. There is no objective evidence to understand how the extra knot was made, so, further investigation was required to delve into the possible circumstances that may have contributed to the complaint. The quality team performed an investigation, where it was determined that it is difficult for this situation to happen in the process, due to the multiple existing controls. The most probable causes that contributed to the event remains unknown and since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was prepared to be used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that the suture was tied; hence, it could not be attached to the trip wire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.